Event description:
Treatment of a basilar tip aneurysm that was coiled with qc-10-30-3d (one), qc-8-30-3d (one), qc-6-20-3d (one), qc2-203d (one), qc-4-12-3d (one), qc-3-8-3d (two), qc-2-4-helix (two), and qc-2-3-helix (one), it was reported there were a few coil loop protrusions into the left pca. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.